Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported the adc freestyle libre reader would turn on in a while then turns off. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement products, customer was unable to test and therefore experienced a medical event. Customer experienced loss of consciousness and was seen at the emergency room where a reading of 31 mg/dl was obtained on an unspecified meter and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Performed visual inspection on the returned reader and no issue was observed. The reader did not power on with button depression or insertion of test strips. The reader did power on with the insertion of a usb cable. The returned reader was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and liquid contamination was observed on the pcba. Therefore, this issue is not confirmed to use. An extended investigation was also been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release.

Event description:
On (B)(6) 2021, customer had initially reported the adc freestyle libre reader would turn on in a while then turns off. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement products, customer was unable to test and therefore experienced a medical event. Customer experienced loss of consciousness and was seen at the emergency room where a reading of 31 mg/dl was obtained on an unspecified meter and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported the adc freestyle libre reader would turn on in a while then turns off. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement products, customer was unable to test and therefore experienced a medical event. Customer experienced loss of consciousness and was seen at the emergency room where a reading of 31 mg/dl was obtained on an unspecified meter and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.